Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Three attempts were made for the sample to be returned. Device was not returned for evaluation. No further information is available. A review of the device history record (DHR) was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned device in question we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided, this complaint will be reopened and device evaluated. A follow up report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the product broke during the procedure. Requests have been made for clarification but no information has been received. As it is possible that the tip of the driver broke intra-operatively, this medwatch report is being submitted to document the event.

Manufacturer narrative:
Visual examination of the returned device revealed a fracture was located at the driver¿s distal tip. The device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. The return of the device has not altered the previously reported device history review and trending. The root cause of the driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.